Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
This is to correct brand name, common name, product code and PMA number.

Event description:
It was reported that patient presented in the ER after receiving shocks. During interrogation, lead parameters were out of range. X-ray revealed dislodgement. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.